Event description:
The clinician reported to biomed that they were not able to get any pumps working on the left side the pcu. Biomed tested the pcu and was unable to duplicate the problem. A review of the device logs was requested. There was a delay in treatment but no negative impact to the patient. Although requested, further information not provided.

Manufacturer narrative:
The report of pumps not working (on left side of pcu) was not confirmed in the pcu event log. Inspection: only 1 out of the 2 source devices identified (pcu s/n (B)(6) was received for investigation. Although requested, the other device identified as a source device (pm s/n (B)(6) ¿ unit c) was not returned for evaluation. The other two devices received (sm s/n (B)(6) ¿ unit a and sm s/n s/n (B)(6) ¿ unit d) were identified as concomitant devices. Pcu s/n (B)(6) was received with the instrument seal intact. The male iui was observed to have damaged ribs and white contamination (see appendix for photo). Log analysis results: the pcu event log shows only pump module s/n (B)(6) (unit c) was in use prior to the time/date (2130 on (B)(6) 2020) of the reported event. The other two devices were idle. Pump module s/n (B)(6) was infusing drug ID 459 at a rate of 37.4ml/hr. At 9:23 pm, a channel disconnect occurred and pm s/n (B)(6) (unit c) was removed. The user then selected softkey 14 to address the channel disconnect. At 9:34 pm, syringe module s/n 13857083 was added to the system as unit a. Nine seconds later, the user channeled off syringe module s/n (B)(6). Based on the event log, it is believed that syringe module s/n (B)(6) was attached to the pcu¿s left side. The log shows the syringe module was able to be programmed and ran from 8:08 pm to 9:22 pm. There were no attempts to program any of the devices after the channel disconnect. A review of the device error logs received found no errors during the time of the reported event, however the device logs for both pump modules (including the source pm s/n (B)(6) were not received. Test results: the issue was observed to be a channel disconnect in the pcu event log. 1503-001-016-r iui test method was performed to determine if the iui¿s contributed to the channel disconnect. Pump module s/n (B)(6) was not returned for investigation and it could not be determined if the channel disconnect was due to a loss of power or a loss of communication. The returned devices passed channel disconnect replication testing, however the other device identified as the other source (pump module s/n (B)(6) was not returned for investigation. The channel disconnect occurred between this pump module and the pcu. Device history review: a review of the device history record showed the device had a manufacture date of 08 april 2013. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record for pcu s/n (B)(6) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. A review of the complaint history record was performed for the pcu s/n (B)(6) did not confirm similar complaints with the same or related failure mode for this customer.

Manufacturer narrative:
New information received from customer made this device non-reportable per the standard work instruction 1502-004-000-swi ver. 02, medical device reporting MDR guidelines alaris, section 35.

Event description:
The clinician reported to biomed that they were not able to get any pumps working on the left side the pcu. Biomed tested the pcu and was unable to duplicate the problem. A review of the device logs was requested. There was a delay in treatment but no negative impact to the patient. Although requested, further information not provided.

Manufacturer narrative:
No device will be returned per customer. The customer complaint could not be confirmed because the device was not returned for failure investigation. The root cause of this failure was not identified.

Event description:
The clinician reported to biomed that they were not able to get any pumps working on the left side the pcu. Biomed tested the pcu and was unable to duplicate the problem. A review of the device logs was requested. There was a delay in treatment, adverse event noted and safety event filed in the hospital. Although requested, further information not provided.